Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she has experienced blood glucose levels greater than 250 mg/dl for the past three days. The customer also stated that she tested positive for ketones. The customer wanted to know if she should go to the emergency room. Advised the customer to seek medical assistance if necessary. The customer stated that she will do so. Nothing further was reported.